Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing connectivity issues. A technical support specialist (tss) dialed into the station to check on the synchronization status, and it looked good. Then dialed in the server and validated the station was in synchronization with the server, checked the data synchronization logs and confirmed no error was captured indicating any network issue at that moment. Upon checking on the station and compared with another station mont-asc_es and found out the speed and duplex were set to auto negotiate. Then changed to 100 mbps half duplex to match station mont-asc_es. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis had connectivity issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.